Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Dexcom's legal counsel was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom's legal counsel has requested further information from the claimant¿s attorney.

Event description:
Claimant¿s attorney reported to dexcom that the patient¿s receiver/display device allegedly failed to alert her to dangerous low glucose levels from the g6 system. On or about (B)(6) 2022, the patient as involved in a motor vehicle accident while 12-14 weeks pregnant. It was alleged that the patient suffered serious injuries including but not limited to hypoglycemia requiring inpatient hospital care for treatment of her injuries and monitoring of her unborn baby for potential injuries. No product or data was provided for investigation. The allegation and probable cause cannot be determined. Dexcom¿s legal counsel requested additional information from claimant¿s attorney and no further information was provided.